Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, single order was not crossing over to station. The order number was visible in the server but on in the station, affected to single patient and one order. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was discontinued. A technical support specialist (tss) dialed into the server to locate the patient and the order, but the patient had already been discharged, and the order had been marked as discontinued. An email was sent to the customer to confirm whether further assistance was needed. The customer replied that the medication ID was rarely used and that there were no other active orders available to validate. The system functioned after the technical support specialist troubleshot the issue.